Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 19 2007.

Event description:
Int'l affiliate reported a transfer set whose spike broke during removal using a clean flash device. No patient injury or medical intervention was reported.